Event description:
It was reported that during an unknown procedure, the device could not hold in the clip applier,and therefore, the clip could not be applied. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.